Event description:
Clinical study : same case as # 6000093-2005-01422 - it was reported that 159 days after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi). Lesion 1 was a 2.8mm, 65% stenosed portion of proximal circumflex (prox cx). The physician treated the lesion with predilation and attempted to place a taxus express2 8.8 2.75x12 mm drug eluting stent in the target lesion. The stent would not cross the lesion. Lesion 2 was a 2.8mm 98% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.75x 12mm drug eluting stent in the target lesion. There was a 12mm overlap of a non-taxus stent. It is unknown what additional device was placed. There were no complications. The patient was discharged the next day on plavix and aspirin. 159 days after the procedure, the patient experienced a non q-wave mi as evidenced by elevated troponin and the physician felt the patient did experience a mi.